Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the damage could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the maintenance unit exhibited a cracked power switch and the led did not light up. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.